Event description:
It was reported that this patient's left knee was revised approximately 6 years and 2 months post initial procedure. Patient complained of pain and had a recalled poly. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10 concomitants: (B)(6), 02-020-11-0240 - truliant ps cem fem ps cem left sz 4; (B)(6), 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The revision reported was likely the result of patellar prosthesis wear, or due to the inclusion of the tibial insert in the packaging recall. Possible causes for polyethylene wear include third body wear or patient-related conditions. As the suspect device was not provided, these potential causes or their contribution to the sequence of events cannot be confirmed. H6: corrected component and investigation clinical codes.